Event description:
It was reported that a malfunction alarm occurred, identified as malf 16. The customer's blood glucose level was recorded at 170 mg/dl, which is within the normal range. Technical support assisted the customer in resetting the pump, but when the issue persisted, they arranged for a replacement pump. Customer reverted to using an alternate method of insulin therapy.